Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 43 mg/dl. Customer experienced symptoms such as sweating. The customer was treated with food and glucose tablets. Customer reported that they did not believe the insulin pump was over-delivering. The customer stated that they did used auto mode featured at the time event. The insulin pump will not be returned for analysis.